Event description:
A patient expired on the ventilator. The mother was the only one who witnessed the incident. Since she is in great grief, she is unable to provide additional information. Thus, it remains unknown whether the patient died of his illness or the external cause. The ventilator was returned for evaluation.